Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reason for call was about 3 months ago the patient started to feel as though they needed to be reprogram because their device was not providing the same relief. Patient stated the mdt rep reprogramed the implanted neurostimulator incorrectly. Patient commented that it targeted the front of their right leg and not down the back where they needed it. The patient stated that they were reprogrammed prior to having an MRI and an x-ray and patient stated that they just got the results back and was found that the lead migrated. Patient also stated they have a burning sensation around the implant in their back. Patient reported they can't sleep, drive, stand, or walk. Patient mentioned they have an appointment with their managing healthcare provider next month and if they don't get in any sooner they will move to another hospital and have the device explanted and have regular surgery. Patient also stated that their hcp instructed them to reach out to mdt directly to coordinate an appointment to meet with a rep for reprogramming.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6)2020; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6)2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient started feeling intermittent shocking sensations and pain at the location of the battery that occurred even when the battery was off. They also noted that about 4 months ago they stopped being able to increase the intensity on some of his programming. After a routine impedance check today, it was noted that the 0-7 lead is out of range. Rep made 3 new programs using the 8-15 lead. Patient is to reach out if he needs further assistance. Patient notes having no falls or trauma that may have caused the lead issue. It has not been determined what is causing the intermittent burning.